Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a device was not turning on, device was not functioning. There was no patient harm or injury reported. The device was returned and evaluated by third party service center. During the evaluation at the third party service center observed visible foam particles in the device and there was no contamination. An error code related to the circuit board was found. The unit was scrapped. The service center concludes that the complaint was confirmed and there is evidence of sound abatement foam degradation.